Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9620-15d and concomitant ar-9617 were received for investigation. Visual inspection identified that both devices were locked together and attempts to separate the devices were unsuccessful. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported on 03/14/2022 by a facility representative via sems that an ar-9620-15d drill is stuck to the drive shaft ar-9617. This was discovered during a case with no patient harm.